Event description:
No log files were available, and the software version of the system controller was unknown. The cause of the alarm was not identified. The patient changed out the system controller at home before contacting the team.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system controller (serial number: (B)(6)) atypically alarming was confirmed via investigation of the returned product. Data from the reported event dates of 15dec2024 was reviewed in the log files. The driveline was disconnected at 11:56. No alarms were active before the driveline was disconnected. Both power cables were disconnected from the controller at 11:58, activating a no external power alarm. The controller was shut down at 12:01, consistent with the reported controller exchange. No other notable events were observed in the log file. The system controller returned for analysis, and during preliminary testing, when the controller was connected to the power module and the power cables were manipulated, the controller and power module began to audibly alarm without an alarm actually activating. The resistance of the underlying wires was measured, and elevated resistances were found in several of the wires on the white power cables, indicating wire fatigue. The controller¿s power cables were replaced with test cables. After this replacement, the alarm resolved, and the controller was found to be able to support a mock circulatory loop without issue or alarm for an extended period of time. It was found that the yellow wire was shorted to shield. The controller¿s original white power cable was opened, and damage to the shield was noted, under which the yellow wire was observed to be damaged, along with damage to several other wires. The yellow wire is responsible for echoing an alarm to the mpu or power module from the system controller, and damage to this wire would cause the observed alarm without any alarms being captured in the log file. The root cause of the reported atypical alarms was determined to be due to the damaged white power cable, but the root cause of the power cable¿s damage was unable to be determined. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient exchanged their system controller at home due to an alarm issue showing a connection problem with the power cords. A no external power alarm was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.